Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by orthopaedics & traumatology: surgery & research titled ¿quality and stability of reduction of operated acromioclavicular dislocation using dual acromioclavicular and coracoclavicular stabilization¿. The study reviewed thirty-five (35) patients who underwent acute acromioclavicular dislocation (rockwood iii¿v) using arthrex fibertape to address soft tissue approximation and/or ligation. During the thirty-two (32) month follow-up period four (4) patients experienced reduction loss and on (1) patient experienced a bone fracture requiring stabilization. Ref: focsa, l. C., plomion, m., vignes, j., rousseau, m. A. & boyer, p. Quality and stability of reduction of operated acromioclavicular dislocation using dual acromioclavicular and coracoclavicular stabilization. Orthop traumatol surg res 110, 103789, doi:10.1016/j.otsr.2023.103789 (2024).